Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg is inoperable. Patient last had therapy near end of (B)(6) 2018. Surgical intervention may be taken at a later date to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.